Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer had reported an insulin flow block along with a crack on the retainer ring of the insulin pump. The troubleshooting was performed. The customer will discontinue to use the device. The device will be returned for product analysis.

Manufacturer narrative:
Customer returned pump for alleged no delivery and cosmetic damage located at the retainer ring found on (B)(6) 2022. Pump received with partially detached retainer ring. The pump passed the rewind test, prime/seating test, basic occlusion test, force sensor test, and self test. Unable to perform displacement test, occlusion test or lock a test p-cap into the reservoir compartment due to partially detached retainer ring. No delivery alarms were not noted during testing. Successfully downloaded history files and traces using thus. No delivery alarm was found in the history/trace files on (B)(6) 2022 22:07:00 during bolus. Force sensor zero offset was within specification (23.1 mv). The following were noted during visual inspection: stained keypad overlay, pillowing keypad overlay, label damage (faded and stained), battery tube threads - cracked, and partially broken retainer. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. Detached retainer ring confirmed. Cosmetic damage to the retainer ring confirmed. No delivery alarm was not confirmed during testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.